Manufacturer narrative:
A root cause has not been identified. Possible causal factors may be sample processing related. Further analysis of the pcr curves showed strong amplification in the sars-cov-2 channel during the original run; no pcr curve abnormalities are seen in either the original run or repeat run which would indicate an erroneous result was generated. Additionally, the customer has already upgraded to scfa script 1.1. It is possible that incorrect sample handling during one or more of the runs may have contributed to this (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 (influenza a/b negative). The same sample was retested on a different cobas® liat® system which yielded a negative result for all targets. The initial positive result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.